Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the helix difficulty allegations were confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged a week after implant. The patient underwent a surgical intervention to reposition the lead but helix extension issues were encountered. During the lead extraction a needle accidentally punctured the insulation. A similar product was implanted. No additional adverse patient effects were reported.